Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarm during rewind. The customer's blood glucose value was unknown. Customer reported the problem occurred with new pump within 30 days. The device will be returned for analysis.